Manufacturer narrative:
Other: investigation is underway.

Event description:
It has been reported that blood and body fluids are seeping through the (B)(4) matt in the ER dept. The customer stated they are taking the matts out of service. It was indicated by the user facility that an adverse event occurred, however, the only info obtained thus far is that pt reported that the mattress smelled offensive.